Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the electrode belt failed incoming testing. Upon eval, the red (can h) wires were open in the trunk cable. The cause for the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wires. The root cause has not been positively identified but is likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt received a replacement electrode belt.